Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Event description:
It was reported that the patient was experiencing ineffective coverage from their scs system. The patient's lead reportedly has high impedances, and their stimulation is uncomfortable. Troubleshooting via programming has been unsuccessful in establishing effective coverage for the patient. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.